Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was unable to perform displacement test due to missing retainer. The pump was received with broken reservoir tube lip, missing reservoir tube o-ring and minor scratches on lcd window.

Event description:
It was reported that the insulin pump had a crack on the reservoir thread. Blood glucose level was 145 mg/dl at the time of the incident. The insulin pump would be replaced and customer agreed to return the device for analysis.